Event description:
The z (vertical) arm that holds the detector broke during a collimator exchange. The detector fell down to the floor. There has been no report of injury.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).